Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
When the manufacturer's representative went to visit the physician, it was reported that the programming system (wand and handheld) were not working. After checking the equipment, it appeared that the communication issues were repetitive. Some times the programming system could be used without any problems, and other times it could not under the same conditions. The system was tested several times in the same room with known working generators (the generators were interrogated by an alternate programming system and therefore were known to be working). Attempts to isolate the malfunctioning unit, between the wand and handheld, were unsuccessful. As the site has an alternate programming system, product analysis of the wand (reported in MFR #: 1644487-2012-02849) indicated that there were no anomalies and it was working correctly. An analysis was performed on the returned handheld and the reported allegation was verified. During the analysis, 2 anomalies were identified that had a negative impact on the device performance. The first anomaly is associated with the missing battery cover. Without the battery cover, the handheld will not power on. The second anomaly is associated with a damaged 120v power cord. An analysis identified that the 120v power cord that provided power to the ac adapter was damaged and not making electrical contact. The cause for the damage to the cord is associated with mishandling. Once the battery door and 120v cord were replaced, no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge.